Manufacturer narrative:
Additional information was received that it was confirmed that the patient's screw was from a lumbar fusion. No further course of action at this time.

Event description:
A report was received that the patient was having frequent ipg charging. It was also noted that the patient was also complaining of a lump feeling in the right low back area. X-ray confirmed that it was the lower screw in the left low back and was on top of that, the screw looks intact but that was what was short of pushing against the patient¿s skin and the reason for hurting the patient over that area. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial#: (B)(4), description: linear 3- 4 lead, 50cm.

Event description:
A report was received that the patient was having frequent ipg charging. It was also noted that the patient was also complaining of a lump feeling in the right low back area. X-ray confirmed that it was the lower screw in the left low back and was on top of that, the screw looks intact but that was what was short of pushing against the patient¿s skin and the reason for hurting the patient over that area. The patient will undergo a revision procedure.